Event description:
It was reported that the customer detected that the sterile packaging of the unit was clearly stained and the foil pouch was damaged - crack was observed. However, the sealed outer pouch was found to be intact. The reporter states that it seems that the stains are due to the phosphate buffer contained inside the foil pouch that has come out of the crack. Integra has requested the return of the product for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.